Event description:
During routine testing of the unit, the user found that it would not charge. There was no pt harm involved. Tests disclosed a shorted secondary in transformer t2 of assembly. The cause of the short could not be determined. The event is not occurring more frequently or with greater severity than is usual for the device.